Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient have started to get inaccurate readings with the last 2 sensor she used. The patient started to feel symptoms: frequent urination, nausea, lost appetite, and was observed with sweet breath. The egv was normal (unspecified) but the parent did a bg test which 80-100 mg/dl higher. The parent gave insulin (unspecified dosage), but despite this, the symptoms persisted. He decided to take the patient to the emergency room (ER). At the ER, the bg was also measured 80-100 mg/dl higher than the egv, so the doctor removed the sensor. The patient was treated with IV fluids and insulin (novolog) (unspecified) dosage. Patient felt fine after the treatment and close monitoring and they went home the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 80-100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.